Manufacturer narrative:
Qc was within the established ranges. System checks from (B)(6) 2011 passed all specifications. There was no event log messages generated with this event. Service was not dispatched for this event. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated free t4 (frt4) results generated on access 2 immunoassay analyzer for two patients. The results were reported out of the laboratory, and questioned by the physician because the results were not matching the patients' clinical presentation. Subsequent testing produced results within the normal reference range, and amended reports were submitted. The customer did not receive any report of change in treatment for these patients.